Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the reservoir has fallen off of the pump. The customer¿s blood glucose level was unknown. The customer reported that the reservoir was not able to lock in place when inserted into pump. The insulin pump will be returned for analysis.